Manufacturer narrative:
Date of the event was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported to be ¿diet¿; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. It was unknown if the patient was treated for the event. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.